Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-17746. It was reported the pt is no longer receiving effective stimulation 3 days post reprogramming. At this time, the pt has not indicated a desire for add'l reprogramming. It was also reported x-rays were taken as the next course of action and results are pending.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.